Manufacturer narrative:
Concomitant medical devices: 4092-52 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient experienced chest pain. There was intermittent atrial undersensing observed during atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.